Event description:
The customer reported corrupt system software. This issue is likely to prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The customer reported that system software and calibrations were evaluated and reloaded. In addition, the field service rep reloaded cine drive software. The system was tested and found to be working as intended and returned to service.